Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited a lead safety switch on the right ventricular (rv) lead. Furthermore, it was determined that the impedance measurements were intermittently greater than 2,000 ohms along with noise and oversensing present. The patient has high pacing thresholds and no capture. The patient is not pacemaker dependent therefore, the physician decided to program the crt-p to left ventricular (lv) pace only. No further complications have been reported. This product remains implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.